Event description:
It was reported that this right ventricular (rv) lead had fractured and was exhibiting high out of range pacing impedances, a reduction in amplitude morphology measurements, and an increase in threshold measurements. The patient also reported receiving an inappropriate shock. Surgical intervention was performed and the rv lead was discovered to be difficult to remove from the heart, so it was capped and abandoned in the patient. No additional adverse patient effects were reported.